Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately erratically. The complaint was classified based on additional information obtained when the medical surveillance specialist followed-up with the patient. The patient stated that the alleged inaccuracy issue began about 1 month ago when readings of ¿145, 109, 97 and 75 mg/dl¿ were obtained using the subject meter, all readings within 20 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for precision. The patient stated that he manages his diabetes using insulin and self-adjusts the dose. The patient denied making any changes to his usual diabetes management routine in response to the alleged issue and stated that his readings obtained prior to the reported issue were considered normal and not at all unusual. The patient reportedly developed symptoms of ¿lightheaded, dizziness and anxiety¿ although the patient could not remember if the symptoms began before or after the meter issue occurred. The patient stated that he treated himself by consuming glucose tablets and/or gel on (B)(6) 2015 at approximately 5:30 am. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing, and the test strips had not expired. The csr also not there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical intervention for this condition after obtaining the alleged inaccurate erratic result(s). However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.